Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking between the blue winged luer cap. The issue occurred during storage at the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: lot manufacture date: august 11, 2022 - august 12, 2022. H10: the actual device was received for evaluation. Visual inspection performed via the naked eye noted fluid inside a bag that contained the unit. The unit was removed from the bag and the cause of leak inside the bag was found to be an untightened blue winged cap. The cap thread was not exposed. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, to ensure the blue cap was securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed. The device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this product. Should relevant information become available, a supplemental report will be submitted.